Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an ipg revision surgery on (B)(6) 2018, and new ipg unable to connect with external devices and was determined to be inoperable. Company representative confirmed that ipg became inoperable. Multiple trouble shooting was not able to resolve the issue. A new ipg was used and issue resolved.